Manufacturer narrative:
The technician confirmed the reported event of heating up and noted that the motor assembly was corroded.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.